Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed "nda". This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received with damaged; cracked front and rear housing. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.